Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod for 4 hours their blood glucose level had rose to over 400 mg/dl. It was reported the pod cannula was dislodged from the infusion site. As treatment, the patient administered insulin via syringe.